Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as mmi reported no signs of loosening. Visual examination of the provided pictures identified the explanted baseplate, taper, 4 screws (2 locking, central, and non-locking),glenosphere, and liner. The glenosphere and taper are attached and biodebris is present on all implants. However, as the products were not returned, further analysis could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left reversetype arthroplasty is present. On both images, there is asymmetric alignment of the glenosphere with the glenoid baseplate consistent with implant disassociation. There is no fracture or evidence of implant loosening. Implant fit appears maintained. Bone quality appears mildly osteopenic. There is no radiographic evidence of trauma. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110030778, cr 40mm glenosphere +6mm cocr, lot # 11024182. Catalog #: 00434904000, 40mm ã¿ +0mm offset poly liner, lot # 65172970. Catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 559160. Catalog #: 110032430, comp aug mini bsplt w tpr lg, lot # 65019302. Catalog #: 115395, comp rvs cntrl 6.5x25mm st/rst, lot # 988830. Catalog #: 180560, comp nlk scr 3.5hex 4.75x30 st, lot # 155960. Catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 947820. Australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01467, 0001822565-2023-01468, 0001825034-2023-01229, 0001825034-2023-01230, 0001825034-2023-01231, 0001825034-2023-01232, 0001825034-2023-01234. Requested but not returned by hospital.

Event description:
It was reported that the patient had initial surgery approximately 6 months ago. Subsequently, there was a revision due to loosening about 20 days ago. Attempts have been made and there is no further information at this time.